Manufacturer narrative:
Concomitant product: 5076-45 lead, implanted: (B)(6) 2011.

Event description:
It was reported that the device reached eri (elective replacement indicator) within five months of the device having an estimated longevity of 8.5 years. While in the clinic, no diagnostic information was available. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.